Manufacturer narrative:
Mindray service reps replaced the telepacks, programmed the unit and tested to factory specifications.

Event description:
Customer reported the panorama telepacks were not communicating with the panorama central station, which may have resulted in a loss of ambulatory telemetry monitoring. No pt injury was reported.